Event description:
N/a.

Manufacturer narrative:
After further review, it was determined that the event was only a replacement of parts that are included in the preventive maintenance plan and there were no allegation of malfunction. Hence, the complaint is not valid and a follow up report is not necessary.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra aortic balloon pump (iabp) had malfunctioned. There is no patient involvement.